Event description:
It was reported that the patient was feeling pain at the implant site and was not getting an adequate stimulation. The patient underwent a device explant procedure. The explanted ipg was discarded by the hospital.